Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power up) was isolated to a melted power supply connector, exposing all wires within the charger. The root cause for the damaged power supply connector was due to it being burned. There was no adverse event that resulted from the damaged charger.